Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, white particles, and a curved opening. A leak test was performed and found one opening. A microscopic analysis identified a curved smooth opening on the posterior side in the same location of the crease assessed as a fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a smooth crease opening assessed as a fold flaw opening. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.